Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery. Customer's blood glucose level was around 400 mg/dl. The customer tried to bolus through the insulin pump for her blood glucose level but the insulin pump alarmed no delivery. Troubleshooting was declined. The device was not returned.